Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The last calibration was performed on (B)(6) 2026. Per product labeling, "renewed calibration is recommended after 12 weeks when using the same reagent lot." The provided qc was passing within the specified ranges. The investigation is ongoing.

Event description:
There was an allegation of a questionable reactive elecsys syphilis result from the cobas e 801 analytical unit for 1 patient. The initial result was 1.2 coi (reactive). The sample was retested using the autobio platform and treponema pallidum particle agglutination (tppa), and both results were negative. The result of 1.2 coi was reported, and the doctor ordered a repeat blood draw out of caution of treating the patient with penicillin. On (B)(6) 2026, with a new sample, the result was 0.4 coi (non-reactive). To investigate the discrepancy, the customer re-centrifuged the refrigerated sample #1 and re-tested it; the result was 9.88 coi (reactive). On (B)(6) 2026, both samples were re-centrifuged and re-tested: sample #1's result was 10.0 coi (reactive), and sample #2's result was 1.4 coi (reactive). On (B)(6) 2026, the centrifuged serum from both samples was cross-tested on the abbott platform, and both yielded negative results.